Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015 it was reported that the pump was removed in 2013 due to a (B)(6) which developed after a battery replacement procedure. Additional information was received from a healthcare professional on (B)(6) 2015 and it was reported that the pump and catheter were removed in (B)(6) 2013. The device system was delivering hydromorphone (5 mg/ml at 1.05 mg/day) and bupivacaine (2mg/ml; dose not provided). The patient's medical history included paraplegic, history of (B)(6) 2 or 3 times before pump implant, and spinal cord stimulation removed for (B)(6) in 1999. The patient symptom was non-closing wound (months).